Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing detached at the quick release. Reportedly, the night previous to this report, the patient went to bed at her blood glucose was 114 mg/dl, she got up in middle of night and found that the part connected to her body was detached. Subsequently, with care she went to the restroom her blood glucose was around 200 mg/dl and then kept waking up by the sensor, as it said that she had high blood glucose levels. She self-treated with insulin. This was not the first time this had happened to her yesterday. The site was left buttocks and the pump was on left front side of the hip, on the same side. The infusion was used for seven hours. The infusions were stored in a closet in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.